Event description:
It was reported that a user experienced elevated blood glucose while the ilet was operating in bg run mode and a new g7 sensor was warming up, with the user manually entering a blood glucose value and reporting a subsequent decline toward the end of the call. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with dosing expected to stop soon if conditions persisted. Investigation included a directed user consultation focused on device use during sensor warm-up and manual bg entry. Investigation of this case revealed no device malfunction and no component failure identified, with the event consistent with transient hyperglycemia during sensor transition and reliance on manual bg entry. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.